Event description:
Customer reported that she had been experiencing high blood glucose levels for a week leading up to the call. Customer reported that changing the site will help her blood glucose to lower, but then it rises again. Customer stated that the insulin pump returned a no delivery alarm the day before the call. Customer also reported that black spots were visible on the display and the screen was cracked. Blood glucose level was 228 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.